Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 version guide rod tip broke off intraoperatively during an initial surgery. The surgeon closed the wound after implant insertion and immediately took an x-ray. The x-ray showed this chip fragment. Before the patient woke up from anesthesia, the surgeon reopened the wound and he retrieved this chip fragment. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h4; h6 device was returned and evaluated against the complaint. Visual inspection found the tip to be fractured from the shaft. Wear rings are present around the shaft with deeper scratches near the fracture location. The head is nicked and scratched. No thread damage was observed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Impressions: recent placement of a left total hip arthroplasty with small metallic fragment lateral to the inferior aspect of the left greater trochanter. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.